Event description:
It was reported the device exhibited a depleted battery error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. A review of the event history log found a record of a ¿battery depleted¿ alarm. Functional testing was able to verify and duplicate the reported problem. The battery could no longer hold a charge due to ago, the battery was over ten years old. The battery was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.